Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp had positive blood cultures. It is unknown how the patient was treated. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
B.2 revised selection as it was reported incorrectly on the initial report that was submitted. B.7 added information that was inadvertently omitted from the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. H.11 added instructions for use as they were inadvertently omitted from the initial report that was submitted. As noted in the impella instructions for use: impella cp with smartassist. Section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings, ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ the investigation has been completed. The root cause of the sepsis was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.